Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead and a competitor device, came to an emergency room after receiving a shock due to noise. Loss of rv capture at maximum output and high out of range pace lead impedance measurements greater than 2,000 ohms were also observed. A lead fracture was suspected. The patient had conducted beats, however, r-waves were unable to be measured during testing. The shock impedance measurement was normal. No syncope was noted and patient is not dependent. The local field representative was contacted, however no additional information was obtained. The rv lead remains in service. No adverse patient effects were reported.